Event description:
The patient received her scs system on (B)(6) 2006. It was reported that the leads migrated. The leads were explanted and replaced on (B)(6) 2011. The patient is receiving adequate stimulation. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.